Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) displayed fault codes and a message indicating a possible malfunction had occurred.